Event description:
It was reported that the patient is scheduled for vns explant due to infection at the lead site. Design history records for the generator and lead were reviewed on 08/01/2018. Both devices were confirmed hp sterilized prior to distribution into the field. Additional information was received that the patient did not have vns explant as the site looked much better. No additional or relevant information has been received to date.

Event description:
It was reported that both generator and lead were explanted from the patient.